Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty (B)(6) 2001. Patient¿s legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, fractures, metallosis, elevated metal ion levels and dislocation and that a revision procedure was performed on (B)(6) 2003. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. A review of invoice history confirms the primary surgery date and that revision procedures were performed on the following dates: (B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2010. Additional information received in patient medical records confirms the revision procedures for all of the above mentioned dates were performed due to recurrent dislocations as a result of patient non-compliance. Patient medical records further indicate the following: (B)(6) 2002 ¿ revision due to dislocation where all components except the femoral stem were removed and replaced. On (B)(6) 2003 ¿ revision due to dislocation where modular head and liner were removed and replaced on (B)(6) 2003 ¿ revision due to dislocation where all components except the femoral stem were removed and replaced. On (B)(6) 2007 ¿ revision due to dislocation after auto accident where all components except the femoral stem were removed and replaced on (B)(6) 2008 ¿ revision due to dislocation where modular head and liner were removed and replaced on (B)(6) 2010 ¿ revision due to dislocation where all components were removed and a girdlestone procedure was performed. Biomet cable and plate system were implanted due to fracture of the greater trochanter during the procedure. On (B)(6) 2010 - irrigation and debridement procedure occurred due to infection. The biomet cable and plate system were removed.